Manufacturer narrative:
Review of camera images shows that 2 out of the 5 plates did not show any error messages associated with the testing. Plate 1: results in wells e1, f1, a12. X results in the entire rows 9, 10, 11 (a-h), and f7. Positive results in row 12 (wells b-e), g1 and h1. Review of plate events shows sample addition error for sample (B)(6) - clot detected. Additionally, there was an empty or too dense well. Review of the flags for this plate showed f7 had a pipettor error and all of the other wells mentioned above had reader errors. There is a red ! Flag on the results tab associated with this run. Visually, the wells appear as the galileo has resulted them. The invalid wells appear to have the cells washed out. Only slight pink tinge/ring. Plate 3: results in wells g3, h3. X results in h2. Positive results in row 2 (wells c-g), f3, f4, and b10. Review of plate events shows empty or too dense well error. Review of the flags for this plate showed h2 had a reader error. There is a red ! Flag on the results tab associated with this run. Visually the wells appear as the galileo has resulted them. The invalid wells appear to have the cells washed out. Only slight pink tinge/ring. Plate 3: positive results in f6. No errors listed in plate events . No flags present on this plate. Visually, the wells appear as the galileo has resulted them. Plate 4: results in wellsd2, f2, f4, f6. X results in a6. Positive results in h3. Review of plate events shows empty or too dense well error. Review of the flags for this plate showed a6 had a reader flag- measurement out of range there is a red ! Flag on the results tab associated with this run. Visually, the wells appear as the galileo has resulted them. The invalid wells appear to have the cells washed out. Only slight pink tinge/ring. Plate 5: plate resulted as negative for all wells. Qc passed as expected. No flags. No errors. Visually, the wells appear as the galileo has resulted them. A service call was made. An investigation revealed the sensor is not working. Replaced frame sensor. Tested the instrument by flooding the overflow tray. The instrument alarm went off as expected.

Event description:
Customer reported that the washer manifold on the galileo had aspirated a large clot which prevented the manifold from aspirating wash buffer from the microwell plates. The washer buffer then overflowed, but the instrument did not alarm. Five plates were processed before the problem was detected. Some of the wells resulted as invalid, some resulted as equivocal, and some resulted as positive.